Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the duodenum during a procedure performed on an unknown date. The physician informed that a patient suffered a duodenal perforation after placing the advanix biliary stent. The patient was hospitalized.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization. Block h11: investigation results: based on the information available, boston scientific was unable to confirm the reported adverse event of a perforation. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, perforation is noted within the instructions for use (IFU) as a potential adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, perforation is noted within the IFU as a potential adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the events of perforation, hospitalization or prolonged hospitalization and serious injury/ illness/ impairment were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the duodenum during a procedure performed on an unknown date. The physician informed that a patient suffered a duodenal perforation after placing the advanix biliary stent the patient was hospitalized.